Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose was 22 mg/dl on (B)(6) 2015 without signs or symptoms of hypoglycemia. Reportedly the patient had delivered a 6 unit bolus. The reporter was instructed to seek emergency room care. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged use error contributed to an alleged serious injury.

Manufacturer narrative:
The pump has been returned to animas and evaluated on 01/27/2017 with the following findings: the pump¿s black box indicated that the date from the date of the event had been overwritten due to continued use of the pump. The pump was exercised for 24 hours and no unprogrammed boluses were delivered or recorded in the pump history during this time. The pump manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on keypad. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inadvertent infusion issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.